Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3x28mm xience v stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was mildly calcified and moderately tortuous. The 3x28mm xience v stent system was advanced to the lesion and deployed without issue; however, after stent implantation, a distal edge dissection was noted. A 3x18mm xience v stent system was advanced to treat the dissection; however after stent implantation, another dissection was noted. Finally, a 2.5x15 mm v stent was implanted to treat the dissection and the procedure was successfully completed. There was no adverse patient sequela. No additional information was provided.